Event description:
It reported that a patient received a securmark breast marker on an unknown date in 2016. The patient reports that "worsening pain" was experienced; therefore, the marker was removed on an unknown date in 2017. No further information is currently available.

Manufacturer narrative:
An investigation was conducted: investigation methods and findings: the device was not available for return; visual and functional analysis/testing could not be conducted for the described event. Cause/root cause: the sample was not returned for this complaint and there was limited patient-related information provided for this event. Investigation for this issue was conducted through customer provided information, historical data review, similar complaints analysis, and product design evaluation. Conclusion: the reported issue could not be confirmed because the device was not returned. CAPA/hra/ncr/scar are not deemed required at this moment by this event. Future events will be monitored and trended. Complaint confirmed: no. Device history record (DHR) review not performed. No lot number was provided; therefore, no DHR could be located or reviewed.